Event description:
It was reported t-wave oversensing was observed during a capture threshold test during follow-up. In clinic testing was performed. The cause of oversensing was undetermined. The patient medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.